Manufacturer narrative:
The sample was visually inspected and found to be nonconforming with the needle broken off at the stiffener, confirming the received condition. The degree of wear could not be determined due the needle broken off. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The photo shows a probe with the probe needle broken at the stiffener and what appears to be the remaining of the probe needle on the side. The complaint evaluation confirms the probe tip was broken. How and when the probe needle became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery an exact root cause for the broken probe needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample was visually inspected and found to be nonconforming with the needle broken off at the stiffener, confirming the received condition. The degree of wear could not be determined due the needle broken off. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The photo shows a probe with the probe needle broken at the stiffener and what appears to be the remaining of the probe needle on the side. The complaint evaluation confirms the probe tip was broken. How and when the probe needle became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery an exact root cause for the broken probe needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported the vitrectome¿s tip broke during a vitrectomy procedure. The vitrectome was replaced with another one and the procedure was completed. There was no harm to the patient. It was indicated the single use product has been used prior to this procedure.